Event description:
The customer originally returned his olympus visera elite video system center due to an unspecified error code. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the video socket was failing. This report is being submitted to capture the failing video socket found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed ¿ the error code was present. Additionally, the unit¿s software is in need of upgrading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, error e315 for unsupported scopes and a video connector socket failure were observed. The investigation is ongoing; therefore, the root cause of the socket failure and error e315 cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, video connector socket failure and e315 (unsupported scope) was caused by faulty receptacle connector (board). The cause of the fault could not be identified. Olympus will continue to monitor field performance for this device.